Manufacturer narrative:
It is unknown if the sample will get returned for evaluation or not. Customer was notified to let manufacturer know about sample status. A follow- up report will be submitted once more information is available. It is unknown if the sample will get returned for evaluation or not.

Event description:
Drainage catheter broke at the white hub, due to the leak the patient had a pneumothorax. The leak might also be from the connecting tube. Skater all purpose 756106020, lot 11406234. Report for this item has been provided as well.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Per an email from the customer, there was no sample to be returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this results for this complaint are inconclusive. Since there was no sample returned, determining a definite root cause and corrective action is not possible.

Event description:
Drainage catheter broke at the white hub, due to the leak the patient had a pneumothorax. The leak might also be from the connecting tube. Skater all purpose 756106020, lot 11406234. Report for this item has been provided as well.

Manufacturer narrative:
Sample is unavailable for evaluation. A follow-up report will be submitted once more information becomes available.

Event description:
Drainage catheter broke at the white hub, due to the leak the patient had a pneumothorax. The leak might also be from the connecting tube. Skater all purpose 756106020, lot 11406234. Report for this item has been provided as well.